Manufacturer narrative:
H10: manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath catheter and a tunneler were returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on connecter of tunneler. However, the exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. H10: g4, d10 h11: b5, d2, g3, h3 (method, results, conclusion) h10: d4 (expiration date: 07/2020) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the package, the plastic piece of the tunneler was allegedly broken. There was no patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that after opening the package, the catheter allegedly broke. There was no patient contact.